Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that the distal scaffold (2.5x28mm) on (B)(6) 2015 appeared well expanded, but the proximal one third of the proximal (3.0x28mm) scaffold was under-expanded. There was also disease proximal to the proximal scaffold that was left untreated. On (B)(6) 2016 the patient returned with restenosis in the proximal scaffold and disease progression in the segment proximal to the scaffold. The restenosis in the proximal scaffold and the proximal vessel were treated with a metallic stent. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 3.0 x 28 mm absorb referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure on (B)(6) 2015 was to treat the mid to distal left anterior descending artery (lad). The patient presented with chest pain radiating to his back. Intravascular ultrasound (ivus) was used and the vessel was determined to be >2.5mm. Pre-dilatation was done with a 3.0 x 15 mm nc trek balloon up to 16 atmospheres (atm) with a residual stenosis of <40%. Two absorb scaffolds (3.0 x 28 mm, 2.5 x 28 mm) were implanted and post-dilated with an nc trek balloon up to 20 atm. Ivus confirmed the scaffolds were fully opposed to the vessel wall and final residual stenosis was <10% with timi 3 flow. The patient was discharged on dual antiplatelet drug therapy (dapt) of aspirin and clopidogrel. The patient returned on (B)(6) 2016 due to chest pain and shortness of breath, which was only relieved with rest or nitroglycerin. Optical coherence tomography (oct) was used and confirmed lad scaffold restenosis, which was treated with a non-abbott drug eluting stent. The final outcome was good. No additional information was provided.